Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not be determined. It is likely the defect was caused by stress from repeated use, external factors, or handling. Attempts were made to obtain additional information but no new information was received. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Water tightness was not maintained due to holes in the curved rubber caused by external factors. In addition, there were wrinkles in insertion tube due to physical stress. The bending angle was reduced due to elongation of the angle wire. The eyepiece was scratched due to handling. The grip was scratched. Adhesive on distal end was deteriorating. Control section was deformed due to handling. Control body was deteriorating due to chemical stress. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, there was a rubber pinhole in tracheal intubation fiberscope. There was no report of user or patient harm associated with this event. During inspection of returned device, coating of image guide serpentine was peeling off. This MDR is being submitted to capture the reportable malfunction found during evaluation.